Event description:
It was reported that the patient leads had showed extremely high impedances as revealed during a diagnostic check. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)/(B)(6)). The returned leads were analyzed and was cut into two pieces near the clik anchor site. Impedance measurements were unable to be taken due to the lead being cut into two pieces. The device was x-rayed and did not reveal any fractured wires throughout the lead body or near the clik anchor site. With all the available information, boston scientific concludes the allegation of high impedance: the reported event was confirmed. The leads were cut during the explant procedure which is a known surgical practice. X-ray inspection did not reveal any anomalies.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7087891.

Event description:
It was reported that the patient leads had showed extremely high impedances as revealed during a diagnostic check. The patient underwent an explant procedure.